Event description:
It was reported that unspecified bd¿ catheter kinked during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the catheter kinked during a scan on a patient. Verbatim: nexiva IV kinked on a patient -- 4226 CT contrast injection stopped during scan due to this. New IV had to be placed to continue with scan. No harm to patient - just had to start another IV (previous was placed today unfortunately.

Manufacturer narrative:
Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received which consists of a 20ga bd nexiva closed IV catheter single-port unit without packaging. There is a miscellaneous needleless injection cap attached to the end of the luer adapter (single port) and a tegaderm dressing and medical tape adhered to the extension tubing. The needle portion of the unit is not returned for evaluation. The pinch clamp is disengaged. The catheter tip is without damage and there are no kinks observed in any are of the unit as stated in the event description ¿catheter kinked during a scan¿ and therefore the reported defect was not conclusive. Based on the evaluation of the unit provided for this incident; there was insufficient evidence to confirm the reported defect of catheter kink/bent and therefore a definite root cause could not be established.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter kinked during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the catheter kinked during a scan on a patient. Verbatim: nexiva IV kinked on a patient -- 4226 CT contrast injection stopped during scan due to this. New IV had to be placed to continue with scan. No harm to patient - just had to start another IV (previous was placed today unfortunately.